Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability. The surgeon did not comment if there was any wear on the poly and exchanged for the same size.